Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
A healthcare provider (hcp) reported that the patient was receiving gabalon via their implanted pump. The reason for therapy / underlying disease was cerebral palsy. The patient received gabalon via their pump at a dose rate of 700 mcg/day beginning (B)(6) 2010; therapy was continuing. The patient experienced bradycardia and bradypnea / slow respiration after a pump replacement procedure; date of incidence was (B)(6) 2015. A physician discussed that the dosage of 700 mcg/day should be decreased to a minimum rate / within 20% to avoid withdrawal symptoms. The physician considered that the event might be caused by "overdose resulting from priming bolus" as mentioned in the safety information which has been provided. The gablofen dose rate was decreased from 700 mcg to 540 mcg on the date of the adverse event and the patient was observed. On (B)(6) 2015 the situation of the patient was confirmed in the early morning. Bradycardia as well as bradypnea / slow respiration were resolved / recovered to normal rates at the present on (B)(6) 2015. Spasticity had been well controlled when the dosage was decreased to 540 mcg and the spasticity was continuously controlled. The event was considered to be related to gabalon intrathecal and not related to the pump, catheter, programmer, or surgical procedure. The patient recovered.